Event description:
Additional information was received from an hcp on 2020-apr-14. It was reported that the pump had reached eri and needed to be replaced before (B)(6) 2020.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were dilaudid (hydromorphone) and bupivacaine. The patient stated that the current dose/concentration of the hydromorphone (dilaudid) and bupivacaine is "2.447 mg/day". It was reported that the pump is "making noises." The patient further clarified that her pump is alarming with a single-tone alarm sound. She had her pump refilled recently so she knows the medication in the pump is not running low. They reviewed elective replacement indicator (eri) considerations with the patient and redirected the patient to the healthcare professional (hcp) to check pump/address alarm. She was not prescribed a ptm for the pump, so they were not able to confirm alarm on call. The alarm started "yesterday" ((B)(6) 2020). There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the hcp who reported that the cause of the alarm was not determined/it was not resolved so the patient's pump will need to be replaced. The patient's weight was unknown. No further complications were reported.